Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that prior to implant, the device was oversensing. Device was replaced.

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory. Noise was reproduced on the bench by performing an open load capacitor maintenance charge. The noise was caused by an anomalous component on the high voltage circuitry.